Event description:
It was reported via repair work order that neither side rail controls were working due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined that neither side rail controls were working due to cpu board malfunction.

Event description:
It was reported via repair work order that neither side rail controls were working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.